Event description:
It was reported that the pt had an overdose. The pt was intubated. The cause of the event was an accidental overdose. The pt had a serious injury and then recovered without sequelae. The drugs used in the pump at the time of the event were hydromorphone and bupivicaine.

Manufacturer narrative:
(B)(4).